Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. As stated in the gore tag thoracic endoprosthesis instructions for use, complications associated with the use of the tag device may include, but are not limited to, endoleak and reoperation. Additional tag device related to this event: (B)(4).

Event description:
On (B)(6), 2010, the pt was implanted with two gore tag thoracic endoprostheses to treat a thoracic aortic aneurysm. On (B)(6), 2011, an intervention occurred to treat a distal type-1 endoleak. A cook aortic cuff and a palmaz stent were placed. The endoleak was resolved. No complications were reported.